Manufacturer narrative:
The type ia endoleak was resolved after the implant of an additional stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 52.3mm thoracic distal arch aneurysm. First a non mdt stent graft was placed in the descending aorta and then the vamf3434c150tj was deployed toward lcca. When 3 stents were deployed, the stent graft was deployed to the periphery, resulting in placement directly under the lsa. It was said since a type ia endoleak was observed after contrast enhancement, a stent graft of the same size was placed directly under the lcca at the original site. As per the physician the cause of the event was anatomy. It was said that the device might have moved to the periphery since it could not withstand the arch angle that was caused by the softened shaft of the delivery system due to the steep arch angle while the stent graft was deployed. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported endoleak could not be confirmed on the films provided; therefore, the cause and type of endoleak could not be determined. Post-implant CT¿s were not available for review for a more thorough analysis of the stent graft in-vivo configuration. Post-implant angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. However, the anatomical considerations that were likely a factor in the reported event could be appreciated on the images provided. I.e. The aortic arch angulation. Type iii aortic arch¿s are considered to have progressively less favorable anatomy for tevar compared with a type I aortic arch anatomy due to an increased presentation of angulation and tortuosity toward more distal proximal landing zone. This angulated presentation can be associated with a suboptimal landing zone and higher rates of type ia endoleaks. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.